Manufacturer narrative:
(B)(4). Batch #: w90v5w. Additional information was requested and the following was obtained: the generator displayed an error message, but the client could not remember what the message said. The device did not pass the pre-test, did not work before stopping . No consequences for the patient. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the hp blue device was received with the 6-32 stud damaged. No functional testing could be performed due to the device could not be attached to the test instrument. The instrument was disassembled to inspect the internal components. The moisture indicator was positive. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal, this may be caused by a reduction of the compressive force on the distal seal. However, no definitive root cause could be drawn. It is possible that the stud got damaged as a result of dropping and probable that the ingress of moisture affected handpiece functionality. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure the device does not work. No more information available.